Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-08774. It was reported the patient was experiencing uncomfortable stimulation in the right occipital area. The patient suffered a fall in (B)(6) 2017. X-rays were taken and confirmed lead migration. In addition, the patient is experiencing tenderness and pain upon touch or pressure at lead site. The patient turned the system off (B)(6) 2017. Surgical intervention may be pending to address these issues.